Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image after switching on. The issue occurred during preparation for use and the therapeutic transurethral resection of the prostate procedure was completed using the same set of equipment. There was no report of patient harm.

Event description:
It was reported, the camera head had no image after switching on. The issue occurred during preparation for use and the therapeutic transurethral resection of the prostate procedure was completed using the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.